Event description:
It was reported that it was difficult to recapture the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) was inserted. The wds was deployed. An attempt was made to recapture the closure device; however, the device was not able to be recapture. The wds was successfully removed from the patient by alternately pushing back and forth. There was no injury to patient vasculature during removal. The procedure was completed with another device. There were no patient complications or consequences that occurred as a result of this event.

Manufacturer narrative:
Device evaluated by MFR.: a watchman flx delivery system (wds) with the implant in the sheath was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed numerous kinks in the sheath. Examination under the microscope found the tip damage as the tri-cuts were flared, one was folded outward, and abrasions were within the sheath tip. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. The observed tip damage is consistent with deploying and recapturing the implant. The observed damage was attributed to procedural factors as the most likely cause is due to the forces that are put upon the device during insertion, advancing, and manipulation.

Event description:
It was reported that it was difficult to recapture the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx closure device and delivery system (wds) was inserted. The wds was deployed. An attempt was made to recapture the closure device; however, the device was not able to be recapture. The wds was successfully removed from the patient by alternately pushing back and forth. There was no injury to patient vasculature during removal. The procedure was completed with another device. There were no patient complications or consequences that occurred as a result of this event.